Manufacturer narrative:
Patient identifier: (B)(6). The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file didn't find any other reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the pressed button to release suture and the handle broke apart from the suture. Tamper tube seemed fixed in place and made it very difficult to depress and tamp the collagen. It was reported that the patient condition was good. It was reported that the procedure outcome was fine. Additional information was received on 09/11/17. There was no reported blood loss. Sheaths, wires and catheters were used with the reported product. After some difficulty, hemostasis was achieved.